Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited noise oversensing related to an electromagnetic interference (emi) during a medical procedure. As a result, a signal artifact monitor (sam) episode was stored, and the minute ventilation (mv) feature was disabled. Technical services (ts) suggested to turn back on the mv and respiratory rate trend (rrt) feature. No adverse patient effects were recorded. This pacemaker remains in service.